Manufacturer narrative:
(B)(4). The additional device referenced is being filed under a separate medwatch report. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that a product issue related to difficulty removing the protective balloon sheath was identified. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Event description:
It was reported that during unpackaging of a 3.5x20 nc trek rx balloon dilatation catheter (bdc), the protective sheath was difficult to remove and force was applied to remove the sheath. To post-dilate an implanted unspecified stent, the bdc was subsequently advanced via femoral access to a non-calcified lesion in the non-tortuous proximal right coronary artery (rca) without resistance. When inflating the balloon once to nominal pressure, while the unspecified inflation device indicated nominal pressure, the balloon did not inflate at all. The bdc was then repositioned proximally, without resistance, and the balloon completely inflated to nominal pressure, but a leak was noted; the physician was unable to determine the origin of the leak. As the physician did not feel comfortable continuing the procedure with this bdc, the balloon was deflated without issue and withdrawn from the anatomy without resistance. It was then noted that the inner member shaft in the balloon appeared to be stretched and one of the inner member balloon markers appeared to have separated into two parts (giving the appearance of a total of 3 balloon markers). While another same size nc trek rx bdc was able to post-dilate the unspecified stent successfully and without issue, its protective sheath was also difficult to remove during unpackaging. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided. This incident (B)(4) is being reported for the same size nc trek rx used successfully in the patient but had sheath removal difficulty during unpackaging; the 1st nc trek rx device is being filed under (B)(4).